Event description:
(B)(4). Event occurred in the united states. The patient was going to disconnect set from site portion, however the infusion set got disconnected from the site and tube portion at quick release completely. No further information available.